Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection of the returned unit revealed that the needle was retracted. A review of the device history record and quality notifications revealed no irregularities during the manufacture of the reported lot # 3297347. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
(B)(46). Device evaluation: a sample is available for evaluation but has not been returned. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after injection, the needle of the suspect device did not retract even though the plunger was fully depressed and a "click" was heard. Needle retraction was activated when the syringe was dropped onto the kidney dish.